Event description:
It was reported the patient was not getting stimulation in the lower spine area. It happened 2 days prior to this report. Reprogramming and basic functionality was reviewed. The patient stated he had pain in the lower spine that started 2 days prior to this report. Additional information reported the patient did not have concerns with the device or therapy. The patient had an appointment with the doctor or device manufacturer¿s representative three days after the initial report and the concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).